Manufacturer narrative:
Analysis confirmed the customer comment that the touch pen was not working, the stylus would intermittently not select from the screen. The overlay/bezel assembly was replaced to resolve. Software was reloaded and the unit passed all functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch pen was not working. A new pen was attempted however it was still not working and the user was unable to get to the onscreen calibration. The programmer was returned for service. No patient complications were reported as a result of this event.